Event description:
It was reported that during sensory testing, the patient experienced unintended stimulation. There were no adverse consequences, no medical intervention and no delay reported. The procedure was completed successfully.

Event description:
It was reported that during sensory testing, the patient experiened unintended stimulation. There were no adverse consequences, no medical intervention and no delay reported. The procedure ws completed successully.

Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint could not be confirmed. Unintended stimulation in sensory mode is known to be an inherent effect of this device, and is not reflective of a malfunction or failure.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.